Manufacturer narrative:
Device not available for eval.

Event description:
The device was used an unspecified procedure. Reportedly, the component disengaged into the patient's cavity. The surgeon was unable to retrieve the component at this time. The hospital has reported no patient injury occurred.